Manufacturer narrative:
This report is submitted on august 21, 2019.

Event description:
It was reported that the device was explanted due to poor performance on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.